Event description:
Medtronic received information that no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0958-2020. (B)(4). S/w 2.9d. Not in manufacturing mode. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit communicated properly with guardian 2link sensor test. No sensor anomalies noted during testing. Unit received with minor scratched lcd window and cracked retainer.